Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: microscopic examination of the exterior surfaces of this device did not reveal any anomalies and no internal/external damage was seen on the device center or sideport septa. The 3.5" device catheter showed no holes, cuts or tears. The device flowed within original MFR specs as received. Leak testing of the device confirmed that the device did not leak. The device functioned as intended during the MFR's analysis of the device. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A review of the device history record did not reveal any manufacturing variances related to this event. The physician has made a request and will be provided with further info regarding infection incidence rates and the MFR's experience with infected devices. Based on info available and the results of the MFR's analysis, the cause of the sepsis could not be determined by the MFR's analysis; however, the infectious disease physician who was consulted felt that the source of the contamination could have been the solution instilled into the device. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
The device was implanted on 1/16/97, for infusion of fudr via the hepatic artery for treatment of cancer. On 1/23/97, the physician informed the MFR's (MFR) clinical rep that this pt had been febrile since device implant and that blood cultures have shown the presence of klebsiella and serratia bacteria. The sepsis had not responded to multiple antibiotics. An infectious disease dr was consulted and felt that the source of the contamination could be the solution that the device had been filled with. The physician planned to empty the device and culture the solution that is to be removed and will refill the device with 50cc heparinized saline while waiting for the culture results. Additionally, the physician stated that he would like to aspirate the contents of the device. The MFR's clinical rep informed the physician that the MFR does not recommend aspiration of the device. The physician agreed not to aspirate the device, and also asked the MFR clinical rep if the MFR had received any other reports of bacterial contaminations. The MFR's clinical rep stated not to her knowledge. Additionally the MFR's clinical rep stated that she would follow-up with the physician on 1/27/97, for the results of the culture and further info. No further details were provided at this time.